Event description:
The patient's parent reported that the child was not responding to sound sensations. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery had not been performed as of the date of this report.